Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, once the lead was positioned, the wire was unable to be removed. A lot of force was used to remove the wire, but the wire would not come out any further out of the lead. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.